Event description:
It was reported that pump battery did not charge, as charging symbol did not appear and pump had poor contact when connected. There was no reported adverse impact to the customer¿s blood glucose level. Customer arranged for pump return for evaluation, and distributor documented that replacement pump with different serial number was provided, with no additional information available regarding any further actions.